Event description:
Customer reported to beckman coulter, inc (bec) that fluid was leaking from the co2 (carbon dioxide) measure electrode flowcell port of the synchron cx 5 delta clinical system. Customer indicated that only a few drops of fluid were leaking from the port. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found a crimped o-ring on the co2 measuring electrode in the flow cell, causing fluid to leak from the flow cell. The fse removed and replaced the crimped o-ring.

Manufacturer narrative:
(B)(4).